Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Patient¿s husband came home and found the patient passed out on the floor and administered the patient with a glucagon shot and gave her juice. It was indicated that the patient previously had inaccurate values on the continuous glucose monitor (cgm) compared to the blood glucose meter and the last she remembered before passing out was the dexcom displaying 85mg/dl and the patient could not determine if the dexcom caused or contributed to the event. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.